Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. The length of non-aneurysm aortic neck was 60 mm. The proximal diameter of non-aneurysm aortic neck was 22 mm. The distal diameter of non-aneurysmal aortic neck was 22 mm. The diameter of right iliac aneurysm was 20 mm in diameter and the right iliac artery was 13 mm in diameter. The diameter of left iliac artery was 19 mm in diameter. The right femoral artery was 9.5 mm in diameter and the left femoral artery was 9 mm in diameter. The degree of circumferential thrombus and or calcification was 0%. It was reported that on a follow up ultrasound, there was left iliac stent graft stenosis. No intervention was performed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion, endoleak); (unknown cause of event); patient's condition affected effectiveness of device (anatomy related; type ii endoleak). Conclusion: (unknown cause of event); known inherent risk of a procedure (occlusion, endoleak); device failure/lack of effectiveness related to patient condition (anatomy related; type ii endoleak).